Manufacturer narrative:
The ge rep performed an on site investigation. The camera was replaced and calibrated. The system was then found to be operating as intended.

Event description:
The customer reported, the system stopped and images were not visible during fluoroscopy xray. There was no report of pt injury.